Event description:
Jin y, guo x, quan t, et al. Randomized, prospective, multicenter trial assessing the numen coil embolization system in the endovascular treatment of small intracranial aneurysms: outcomes from the catch trial. Bmc surgery. 2023;23(1):1-7. Doi:10.1186/s12893-023-02049-9. Medtronic literature review found a report of patient complications in association with axium coils. The purpose of this article was to assess the safety and efficacy of the numen coil embolization system in the treatment of intracranial aneurysms in comparison with the axium coil. A randomized, prospective, multicenter trial was conducted at ten centers throughout china. Enrolled subjects with small intracranial aneurysms were randomly assigned to receive treatment with the numen coil or the axium coil starting in august 2017 and concluding in december 2019. A total of 124 patients were enrolled in the study. Overall, 58 patients were assigned to the numen group, and 66 were assigned to the axium group. There were 26 males and 40 females included in the axium group with a mean age of 55 years. The article does not state any technical issues during use of the axium coils. The following intra- or post-procedural outcomes were noted: -the treatment of one ruptured aneurysm failed due to the small size of the aneurysm sac; investigators failed to deliver coils into the sac. -there were 4 cases of intraoperative ischemic stroke (3 in the axium group), which were considered after further examination by MRI and angiography. Among these 4 cases, the case of stroke in the numen group and one in the axium group were thought to be caused by parent artery occlusion; the other 2 cases were caused by intrastent thrombosis. All ischemic stroke patients recovered well after medical therapy and rehabilitation.   -complete aneurysm occlusion rate at 6 months was 41/66 and 44/66 at the 12 month follow up for the axium group. At the 6-month follow-up, the successful aneurysm occlusion rate was 64/66 in the axium group. The calculated technical success rate was 62/66 in the axium group. The recurrence rate was 3 and 3 at 6 and 12 months, respectively. Patients with recurrence were not retreated. No patients required retreatment because the mrs score did not increase. General adverse events occurred in 11/66 patients in the axium group. It was noted that most of these events were symptoms, such as vomiting, headache, fever, or allergic response.

Manufacturer narrative:
G2: citation: authors: jin, y., guo, x., quan, t., zhao, r., li, t., zhao, z., yang, h., zhu, x., liang, g., leng, b., wu, x., wang, y., & guan, s.. Randomized, prospective, multicenter trial assessing the numen coil embolization system in the endovascular treatment of small intracranial aneurysms: outcomes from the catch trial. Bmc surgery 1 2023. Doi:10.1186/s12893-023-02049-9. A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.